Manufacturer narrative:
Other, other text: returned device was received in decent physical condition. The device had a cracked tank cover and a worn line cord. During the evaluation of the device, the returned device had a faulty pcb. Replacing the pcb resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had no audible alarm. There was no patient present at the time of the event. There were no reported adverse events.